Event description:
It was reported a patient had a break in aseptic technique further described as the patient disconnecting in front of a fan during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for this event. The treatment for this event was not reported. The cause of the peritonitis was the break in aseptic technique. The patient had not recovered at the time of the report. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.